Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a battery depletion (bd) alert was observed for this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD), along with high system impedance measurements. This s-ICD was explanted and replaced with a new s-ICD, which remains in service. This s-ICD has been returned and is expected to be analyzed. No additional adverse patient effects were reported.